Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
It was reported that the cxi support catheter broke at the tip during a percutaneous nephroureteral stent placement and was retained in the patient's kidney. The physician was attempting to manipulate the catheter past a kidney stone when the event occurred. Since the patient was scheduled for a surgical procedure (percutaneous nephrolithotomy, left ureteroscopy, laser lithotripsy, and stone extraction) the broken portion of the cxi support catheter was able to be successfully removed during this procedural time. According to the initial reporter, no section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device separated in the most proximal black marker band section of the device. There was 0.3 cm of exposed coil that was observed at the separation. Upon using an 0.018 inch wire guide with the device, there was difficulty getting the wire to pass through the hub while handling. However, following the manipulation of the device, the wire guide was able to pass through the hub. The wire guide passed through the length of the shaft without difficulty until it reached the point of separation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to additional MFR narrative for investigational findings.